Event description:
Caller states the pt tested 6.8 inr on the coaguchek xs system and 4.32 inr on a comparison lab. Coumadin was held based on the device result, however, no adverse event reported. Requested return of suspect system and replacement was sent.